Event description:
Information received indicates that following case completion, the hcp noted the pvc coil tore where the tubing meets the coil component. The product problem occurred after the case was completed and while the circuit was handled. No patient involvement was reported.

Manufacturer narrative:
Analysis: event information shows the user discarded the circuit after the case; therefore, the product will be returned to manufacturing for analysis. Without device return, review is limited. Review of the device history record shows the device met manufacturing specifications for product released to distribution. Conclusion: no patient event and no product return; device problem occurred after the case was completed. An exact cause is unknown for the reported event.